Manufacturer narrative:
(B)(4). Cankaya, d., akti, s., yasar, n. E., karakus, d., unal, o. K., karhan, t. E., sezgin, e. A. (31 mar 2021). Total infrapatellar fat pad excision leads to worse isokinetic performance in total knee arthroplasty: a randomized controlled trial. The journal of knee surgery, published online ahead of print. Https://doi.org/10.1055/s-0041-1727114. Concomitant devices - unknown vanguard tibial component: catalog #: ni, lot #: ni; unknown vanguard tibial bearing: catalog #: ni, lot #: ni. Correspondence author. Report source - foreign: (B)(6). The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2022-00168, 0001825034-2022-00169.

Event description:
It was reported in a journal article that one patient underwent a knee arthroplasty revision to address infection post-operatively. The implants were removed and replaced with spacers. Attempts were made, however, no additional information is available at this time.